Event description:
Physician reported the following: a bilateral reduction mammoplasty was performed on (B)(6) 2021. Patient came in for a 1-week post-op follow-up when surgeon noticed mild nipple necrosis that resolved soon after the appointment and per the doctor was unrelated to the device. The patient was followed on a weekly basis via a virtual exam and at week 2 ( (B)(6) 2021), the surgeon noticed a bilateral erythematous rash that was laterally located in relation to where he implanted the scaffold. Surgeon stated there was no skin deformity or redness to the inferomedial portion of the breast where he implanted the scaffold. The rash resolved within a few weeks but then resurfaced again at 1-month post-op; this time it was directly located on the lower half of the breast, bilaterally. The surgeon prescribed a steroid taper, followed by an oral antibiotic, but the patient's rash did not resolve with this treatment. The patient went to the ER where she received IV antibiotics to treat an infection (unknown). Patient's symptoms have now resolved, but has some residual redness (as of (B)(6) 2021) and is being followed by her allergist.

Manufacturer narrative:
The device history records were reviewed, and the product met all specifications throughout the manufacturing process. The sterilization process met all validated parameters. It remains inconclusive if the mesh caused or contributed to this adverse event but is being reported in abundance of caution.